Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 1.8(060355); second test inr= 1.0(060177); mean = 1.4; sd = 0.56; %cv =40%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Per test "the expired demo strips have always given steve's result between 1.0 to 1.1" caller compared with expired strips. Products misused. No further investigation required.

Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr =1.8 (060355); second test inr = 1.0 (060177).